Event description:
A durable medical equipment supplier (dme) alleged that a thermal event occurred to the power supply of a continuous positive airway pressure device (CPAP). There was no report of harm or injury. The manufacturer has requested return of the device for evaluation. To date, no product has been returned. Upon completion of the manufacturer's investigation, a follow up report will be filed.